Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type :lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was having pain in her shoulder blades and at her incision sites. Patient reported being able to feel the wires. Patient was instructed to contact her healthcare provider. The reported issue have been resolved. No further complications were reported or anticipated.